Manufacturer narrative:
Insulin pump was unable to vibrate during self-test due to broken vibrator black wire. Insulin pump received with minor scratched display window and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that the insulin pump was on vibrate mode but was unable to vibrate. The insulin pump did not vibrate during the vibrate test. She received a low reservoir alert and the insulin pump did not vibrate. The customer experienced a hypoglycemic event but was not hospitalized. The customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.